Event description:
A hospital in (B)(6) reported that there was leakage from the bottom of six mr290 autofeed humidification chambers during use. No patient consequence was reported.

Event description:
A hospital in the (B)(6) reported that there was leakage from the bottom of six mr290 autofeed humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacturer lot dates: lot 110805 - 08/05/2011, lot 111007 - 10/07/2011. The complaint devices are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Device manufacturer lot dates: lot 110805 - 08/05/2011; lot 111007 - 10/07/2011. Method: the six complaint mr290 chambers were received at fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection of all six devices revealed the following: devices 1 and 2, lot 111007, were still in their original sealed plastic packaging and only cosmetic marks were observed. No further investigation was performed. Device 3, lot 110805, was cracked along the base below one of the ports. The print above the crack was also found to be smeared. Device 4, lot 110805, was cracked along the base near the baffle. Device 5, lot 110805, was cracked along the base below one of the ports, and the base was found to be dented. The print above the crack was also found to be smeared. Device 6, lot 111007, was cracked along the base near the bracket, and a second crack was found above the bracket. Dents and scratches were also found on the chamber base. A lot check revealed 3 other complaints of this type for lot number 110805 and 2 other complaints of this type for lot number 111007. Conclusion: we have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that the cracking observed on the chambers from the complaints in this enquiry were most likely caused by environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. Information we received from the hospitals where this cracking has occurred has indicated that they are all using alcohol-based cleaning products, used on both the devices and for disinfecting their hands before touching the chambers. It is our intention to contact these hospitals in order to educate about the safe use of these cleaning products, so as to prevent the chambers from coming into contact with such products. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product." Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.